Event description:
The customer contacted philips healthcare to report that the connector on the internal paddles would not connect with the adapter cable. There was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted once the investigation is completed.